Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The crown was re-cemented using a different product, without further incident. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that five (5) patients had experienced the debonding of crowns after placement with optibond solo plus. This is the fifth of five (5) reports.